Event description:
The customer states that six out of fifteen patient samples had incorrect results transmitted from the architect i2000sr analyzer to their laboratory's (B) (6) computer (lis). The results were reported from the lab. Corrected reports were submitted. The customer gave one example of noticing a total protein result of 73 g/dl that retested at 7.0 g/dl. The customer also stated that some of the results had never printed from the architect even though the analyzer is configured to auto-print patient sample reports. The customer states that their lis recycles accession numbers about every two weeks and believes that the current incorrect results were transmitted from results on the same accession numbers that had been in use two weeks ago. The customer has no patient information available. There is no impact to patient management reported.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of "open and stop buttons don't always work". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as unremediated.

Event description:
The facility reported an infusion pump with "open and stop buttons don't always work." The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.